Event description:
During an in clinic follow up, the physician initiated a vibration alert test, and the device did not vibrate as anticipated. No intervention has been performed. The patient was stable and will continue being monitored.